Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The release system didn't work. "As per complaint form": at the insertion of the prosthesis in the bile duct appeared a green wire out of the prosthesis. While trying to deploy the prosthesis the system didn't work. We extracted the prosthesis and changed with an other one (same type) that worked perfectly.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The release system didn't work."as per complaint form": at the insertion of the prosthesis in the bile duct appeared a green wire out of the prosthesis. While trying to deploy the prosthesis the system didn't work. We extracted the prosthesis and changed with an other one (same type) that worked perfectly.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1617036 involved in this complaint device was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01st nov 2019 and on the 05th november 2019. Multiple defects were observed. Flexor (clear section) was found to be damaged/ crumpled. Inner cannula and handle joint separation. Safety wire was found to be kinked. Handle was actuating fine, however unable to retract introducer completely. Handle was open and all cogs were intact. Manual deployment of introducer completed, inner cannula and handle cannula separated. Evidence of glue on cannula observed. Safety wire removed. Kink observed on the safety wire at 152 cm approximately and aligns with handle cannula. Following the laboratory evaluation additional information was requested to aid with the investigation: " stent release occurred outside the patient together with the doctor. The release was very difficult and the stent could not be retracted into the sheath. During the procedure the release of the stent was very difficult. When they realized that they would not be able to go ahead with the procedure they removed everything and they resumed the procedure from the beginning once outside the patient they verified the difficulties mentioned above and used a new stent. They don¿t manipulate anything. They used a jagwire 0.035." Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1617036 did not reveal any discrepancies that could have contributed to this issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1617036. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer. Impression: per the complaint report, the evolution biliary controlled released fully covered stent was being used to treat a malignant stenosis in the common bile duct. During advancement of the deployment system the deploying physician described a "green wire out of the prosthesis". On the single image submitted for review the green safety wire of the deployment mechanism is seen extending through the wall of the deployment sheath. This wire is designed to hold a loop suture around a proximal crown of the stent and allow the stent to be recaptured into the deployment sheath if necessary. The safety wire should not extend outside of the stent lumen nor outside of the wall of the deployment system. If the safety wire was inadvertently retracted while advancing the entire deployment system into the appropriate location, it would not be possible to re-advance the wire into the stent lumen as it was intended, no less advanced through the outer wall of the deployment sheath. The wire is to flimsy and there is too much friction along the length of the deployment mechanism to advance this wire. This indicates the configuration observed was likely the result of a manufacturing defect and not related to the use of the device. The system was not deployed and was exchanged for a new evolution stent which was deployed appropriately. As per production supervisor input "50% deployment & retraction is carried out on all units at loading and fqc. If the lock wire (irs0118) was not in place at this time, retraction would not have been possible." Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being placed in a torturous position. It is possible that a tortuous path, indicated by the damage to the outer sheath and seen in the provided image, may in have resulted in the separation of the cannula joint which aligns with the kink in the safety wire. This damage would have affected the functioning of the device and also may explain how the safety wire could be seen extending through the wall of the outer sheath. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The release system didn't work. "As per complaint form": at the insertion of the prosthesis in the bile duct appeared a green wire out of the prosthesis. While trying to deploy the prosthesis the system didn't work. We extracted the prosthesis and changed with an other one (same type) that worked perfectly.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The release system didn't work. "As per complaint form": at the insertion of the prosthesis in the bile duct appeared a green wire out of the prosthesis. While trying to deploy the prosthesis the system didn't work. We extracted the prosthesis and changed with an other one (same type) that worked perfectly FDA MDR reporting required: event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿cannula to cannula joint failure' and 'flexor kinked/stretched/broken/compressed'. No adverse effects to the patient have been reported as occurring.